Event description:
Dealer claims that there was a fire on the multiplier harness and that it has also damaged the buss cable.

Manufacturer narrative:
User error. Harnessing caught in chair.

Event description:
Dealer claims that there was a fire on the multiplier harness and that it has also damaged the buss cable.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.